Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as blister that broke open and skin peeled then new blister formed. There was no alleged device malfunction contributing to the irritation. The patient spoke to their physician and the physician took a picture of the blister to consult with the attending physician but there is no indication of medical intervention. The outcome of the irritation is unknown as follow up attempts were unsuccessful.